Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery (19036-0147-p) for the device was not charging. There was no patient involvement.